Event description:
It was reported that the right ventricular lead exhibited oversensing of noise which led to inhibition of pacing. The patient experienced presyncopal symptoms as a result. The lead was capped and replaced and the patient was doing well post procedure.

Manufacturer narrative:
.